Event description:
Complainant alleged that during biomed testing, upon power up the device's monitor flickered and prompted a "check pads" message. The complainant stated that clinical info could not be read when this happened. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.